Manufacturer narrative:
An event of a tear and physician suspected endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic insufficiency. Upon explant, a tear was observed at the top of the stent and the physician suspects endocarditis. The valve was sent to the hospital's pathology department. The hospital will provide the lab results but the valve has not been made available for return. A 23mm edwards magna ease valve was implanted as the replacement. The patient is recovering.

Event description:
On (B)(6) 2016, a 23 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic insufficiency. Upon explant, a tear was observed at the top of the stent and the physician suspected endocarditis. The valve was examined by the hospital's pathology department with results confirming an irregular surface area and clusters of germs found on the vegetations consistent with endocarditis. The hospital has not made the valve available for return. A 23 mm edwards magna ease valve was implanted as the replacement. The patient is reported to be recovering.